Event description:
The customer reported finding a leak on the front right side of the lh500 instrument while doing maintenance. The customer stated about 1 ml of diluent flowed onto the counter. No erroneous patient results were generated in connection with this event. In addition, no one came in contact with the fluid so there was no biohazard exposure to open wounds or mucous membranes.

Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse found a leak coming from a hole in the tubing at the fitting at pinch valve pv49. He replaced the tube with the hole and the rest of the tubing at pv49 as preventive measure. (B)(4).